Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the capsule partially opened. There was deformation to the distal end of the capsule, appearing as a slight ridge. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. An evolutfx 29mm valve (B)(6) was successfully loaded onto the dcs. On retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected without any difficulty noted. The reported event for unable to deploy could not be confirmed in the analysis. Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the circumflex artery. A 3.5x19mm graftmaster covered stent was deployed at 19 atmospheres (atms), but the perforation was not sealed as it was noted the stent deployed proximal to the perforation. A second 3.5x26mm graftmaster was deployed at 19 atms and sealed the perforation. There were no reported adverse patient sequelae and no clinically significant delay reported. No additional information was been provided.

Manufacturer narrative:
H6 - medical device problem code 2017 clarifier - above rbp. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.